Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that no change in programming occurred for this issue. Contacts 3/11 were reported as still being out and they were not resolved. The patient was unable to turn on/off their device due to the power-on-reset (por). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient stated that her mystim indicated power on reset. They had attempted to clear the message over the phone, but were unsuccessful. The external factors that may have led or contributed to the issue were unknown. The manufacturer representative was able to clear the power on reset with the clinician programmer and checked impedances. Contacts 3/11 were out. The issue was resolved at the time of the report. There were no patient symptoms or complications reported.